Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 4:00 p.m., the patient¿s nurse at the caregiving facility where the patient resides reported that the patient¿s wearable device had failed. Approximately 1.5 hours later, the patient developed symptoms including sweating, dizziness, headache, and trembling. It was reported that the patient was ¿going into dka.¿ at that time, a blood glucose (bg) meter reading was obtained, showing a value of 386 mg/dl. The caregiving facility was unable to provide medication or treatment, and the patient was transported to the emergency room (ER). In the ER, a bg meter reading was reportedly taken; however, the specific value could not be recalled. The patient¿s nurse was also unable to recall what medications or treatments were administered during the ER visit. An unspecified diagnostic test was reportedly performed, which indicated the patient was ¿going into dka¿; however, there was no documentation confirming a formal diagnosis of diabetic ketoacidosis (dka). The patient was discharged home after approximately four hours. Upon return to the caregiving facility, the patient¿s bg meter reading was 165 mg/dl, and a new wearable device was inserted. At the time of the report, the patient was described as exhausted but feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.